Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that there were no alarms, alerts or warnings were noted. The reprocessing technician had removed the scope from the automatic endoscope reprocessor (aer) and set it aside for an additional cycle. The technician reportedly went on break. A second technician came in and removed the scope from the reprocessing room approximately 15 minutes after it was removed from the aer. It was thought that the scope had been cleaned but it was not. The oer-pro was not leaking and there was no damage to the connectors or abnormalities to the aer noted. It is unknown if the scope was cultured. Additionally, the user facility reported that a blood panel test was done for hiv and hepatitis for both patients and both results were negative. Patient one did not have any pre-existing conditions that could have affected patient two. There was no patient infection or injury. Per the user facility, it is believed patient two was treated for cross contamination. However, it is not known if the patient was treated prior to testing or while waiting for results. Also, the patient¿s course of treatment is unknown. Furthermore, the device will not be returned for evaluation. An olympus endoscopy support specialist (ess) and field service engineer (fse) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center received a medwatch that states that oer-pro was being used to clean a colonoscope. The connector came loose, and the pro cycle was terminated early. Scope was removed from the oer-pro and mistakenly used on another patient during a colonoscopy. The oer-pro should have a feature that alarms if the valves are unattached or cleaning is not complete. This is a poor design for this machine.¿ this 2 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. As part of our investigation, on september 10, 2020 an endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing methods and provide a reprocessing in-service. The ess observed that the staff clean scopes and load the oer-pro. Ess reviewed the anatomy of the scope, care and handling, pre-cleaning, transportation of the scope, leak testing, manual cleaning oer-pro and storage. The ess observed the employees load and unload the scope, and discussed about re-running scopes and anything touching the top of the oer-pro or if an attachment pops off to immediately rescan the scope, and badge and to re-run the cycle asap. The ess answered any additional questions the staff had. The ess then performed a reprocessing in-service that included demonstrating reprocess in accordance with the manufacturer¿s recommendations. It was also noted that the connector tubes for the scopes are in good condition. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. It was confirmed that the subject scope was shipped in accordance with specifications per the DHR. The lm reported that the most probable causes for the reported event are as follows: the suggested event: possibly insufficient or incorrect reprocessing scope was used for a procedure ·insufficient reprocessing was due to the user handling of oer-pro. We were not able to confirm abnormality of the scope handling or the device function. ·since the facility staff who handled the event when it occurred was absent, it was difficult to specify the cause of the event. We presume that the event is preventable by conducting reprocessing in accordance with oer-pro IFU.